Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a loss of capture while in use with the patient. The biomedical engineer was unable to replicate the issue. The epg was beyond its service life and its status is unknown. No patient complications have been reported as a result of this event.